Event description:
The facility representative reported a colleague infusion pump with failure code 806:10. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.this device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 806:10 was confirmed and duplicated. The reported condition is due to a faulty phm (pump head module. The phm was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).